Event description:
Customer reported device has melting on the base. Customer stated thinking the melting is due from cleaning fluid in the based. No treatment. A request was made for return product and replacement product was sent.